Event description:
The customer stated that she was treated by paramedics for a blood glucose reading of 37 mg/dl. The customer stated that she recently had a pancreases transplant, and as a result she may occasionally get a burst of insulin. The customer stated that she has an appointment to discuss the situation with her doctor. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.